Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device received and when it is evaluated.

Event description:
It was reported that the power rating of 9 autopulse nimh batteries was below 1300 watts. No adverse event reported. Battery 1, MFR report # 3003793491-2013-00271, battery 2, MFR report # 3003793491-2013-00272, battery 3, MFR report # 3003793491-2013-00273, battery 4, MFR report # 3003793491-2013-00274, battery 5, MFR report # 3003793491-2013-00275, battery 6, MFR report # 3003793491-2013-00276, battery 7, MFR report # 3003793491-2013-00277, battery 8, MFR report # 3003793491-2013-00278, and battery 9, MFR report # 3003793491-2013-00279.